Event description:
It was reported that during the procedure for repositioning of the right ventricular lead it was noticed that the right atrial lead was also dislodged. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.